Manufacturer narrative:
Ap and lateral x-ray views of neck and chest evaluated by MFR. One lead connector pin was visualized to be " further out" than the other one. A device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a system diagnostics test at the office visit resulted in high lead impedance reading indicating a suspected device malfunction. X-rays reviewed by manufacturer revealed that one of the lead connector pinks was " further out" than the other one. Patient underwent revision surgery to correct lead pin insertion. Subsequent intraoperative system diagnostics testing resulted in "ok" lead impedance indicating proper device functioning. System diagnostics at office visit following revision surgery resulted in a high lead impedance reading indicating suspected device malfunction. Patient underwent vns therapy system replacement. No serious injury was reported.